Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the reported event, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer was not in front of the unit at the time of the call and could not troubleshoot. Olympus technical assistance center (tac) advised him on some troubleshooting options: (1) clean the gold contacts with an alcohol prep pad, wiggle the scope from left to right, then up and down; (2) look for damage to the pins; (3) check if it a certain scope or all scopes displayed the error code; (4) check the socket for dust and dirt. No additional information has been provided at this time. Health professional was inadvertently checked; the reporters title is unknown. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer called olympus to ask what a b30 error was because the facility has been having issues with this error. They sent their clv-190 and cv-190 for repair previously, have loaner equipment, but the staff is still getting the b30 error. A request for additional information is in process. There were no reports of patient harm associated with this event.